Event description:
I was implanted with the essure device in 2014. I was never told this product has nickel or gold in it. I was not warned about the long term side effects or the damage that the device could do to my body. It is now 2018 and I have had to have an abdominal hysterectomy with removal of tubes and ovaries. I have had all manor of issues since the initial implantation. Migraines, lymph node enlarged on the occipital area of the right head that had to be removed and ended up having damaged nerve that still causes issues. Skin rashes that cover the entire body requiring medications that only hurt my gut and provide temporary relief. Spent thousands of dollars on supplements trying to fix my gut because of the rashes. Joint inflammation, bruises, constant headaches besides the migraines, teeth problems, metal taste in the mouth, liver counts off, thyroid on and off issues. At the end, before the hysterectomy my eyesight started to give me problems, and I have jaw issues possible. Tmj.